Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump did not make beeps when the basal rates changed. The insulin pump passed the self test and the customer was advised that the insulin pump does not beep for basal rate changes. The customer also reported a high blood glucose of 500 mg/dl. The drive support cap appeared normal and recessed. The customer declined to check the settings, to check for site or insulin issues, for bent cannulas, or for the presence of air bubbles or leaks. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The customer was advised to monitor the issue and call back if the issue persisted.